Manufacturer narrative:
The sternal saw was returned to terumo for investigation and the complaint was confirmed. There was no service history on this instrument. No preventative maintenance was performed. The in-house service rep repaired the degraded parts by performing a preventative maintenance on the system and replaced a bent protector prior to returning the device to the customer. The sternal saw cable returned with the saw was not a terumo product. This was replaced with customer approval with a terumo flexible drive cable. Preventive maintenance would have prevented the reported failure mode. This report is being submitted to the FDA as a result of a retrospective review of product complaints.

Event description:
It was reported that the saw began to hesitate during set-up. The product was changed out and the surgery was completed successfully.